Event description:
According to the reporter, when the device's cut button is pressed, coagulation mode activates. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample met specification as received by medtronic. The customer reported that when the device's cut button is pressed, coagulation mode activates. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device's cut button is pressed, coagulation mode activates. There was no allegation of patient death or serious injury.